Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. Additional related observation: the instrument was found to have a broken main tube at the distal tip. The complete fastening of the proximal clevis is missing. Two pieces measuring proximately 4mm x 3mm was not returned with the instrument. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: image review: "it looks like the conductor wire is dislodged. There does not appear to be any exposed wire and no thermal damage.''

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument did not coagulate. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.